Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This report is associated with product (B)(4). This case, which does not include an adverse event via an unknown reporter who contacted the company to report a product complaint, regards an unknown patient. The patient was taking an unspecified medication for an unspecified indication via a humapen savvio green device (lot number 1507v04 associated with (B)(4)). On 23aug2016 the humapen savvio green device was returned. The face clutch did not correctly engage with the tab disc when the cartridge and cartridge holder were attached. The face clutch spring was interfering with the housing collar the operator and training status were unknown. The duration of time the pen was used was unknown. The device returned on 23aug2016.

Manufacturer narrative:
No further follow up is planned. Evaluation summary: a patient reported no insulin came out of a new humapen savvio device. Investigation of the returned device (batch 1507v04, july 2015) found the injection screw was abnormally back driving and rotating during dialing; therefore, the device would not properly dose. Malfunction confirmed. Internal evaluation of the device found the face clutch keys damaged by the face clutch spring. Evaluation of the face clutch spring found the diameter was out of specification; the out of specification spring was interfering with the housing collar. This interference restricted the ability of the spring to engage the clutch mechanism. Without proper engagement of the clutch mechanism, up to a 100% underdose can be delivered. This is the first occurrence with this type of issue for this savvio batch. A batch record review and a complaint issue review did not identify any additional face clutch spring issues. The root cause for the use of the out of specification face clutch spring was determined to be assembly related. Operators use a point of assembly gauge to ensure face clutch springs meet outside diameter specifications. If the spring falls freely down through the gauge, the spring is acceptable for use; acceptable springs are placed into a bin for use. If the spring does not fall through the gauge, the spring does not meet outside diameter specification, and the spring is placed in a locked, reject bin. The investigation determined the out of specification spring was either related to operator error or became tangled with another spring after inspection. Corrective actions were implemented to improve the face clutch spring gauging operation beginning with batch 1608v08 (manufactured august 2016). The gauge fixture was redesigned, acceptable springs are placed in a tray to eliminate potential tangling, and work instructions were created or revised to reflect the new gauging process. There is no evidence of improper use or storage.

Event description:
(B)(4). This case, which does not include an adverse event via an unknown reporter who contacted the company to report a product complaint, regards an unknown patient. The patient was taking an unspecified medication for an unspecified indication via a humapen savvio green device (lot number 1507v04 associated with product complaint (B)(4)). On (B)(6) 2016 the humapen savvio green device. Was returned. The face clutch did not correctly engage with the tab disc when the cartridge and cartridge holder were attached. The face clutch spring was interfering with the housing collar the operator and training status were unknown. The duration of time the pen was used was unknown. The device returned on (B)(6) 2016. Update01dec2016. Follow up received 30nov016 from the product complaint safety database. On the device tab entered the device specific safety summary (dsss), entered the date of manufacture, updated the european and canadian (EU/ca) device information, updated the device medwatch information, and the narrative was updated accordingly.